Event description:
During implant, the right ventricular (rv) lead was unable to be implanted. The rv lead was not implanted and another rv lead was successfully implanted. The patient was stable.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.